Event description:
Initial results for a pt calcium was 12.0 mg/ dl. When repeated, the results was 9.3 mg/dl. The incorrect results was not used to guide therapy. The field service rep was unable to confirm any malfunction of the system.